Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10" message for more than 2 hours on the day of applying the adc freestyle libre sensor. Customer further reported she experienced shaking and was unable to self-treat so her daughter treated her with "sugar".

Manufacturer narrative:
The reported sensor has been returned and investigated. The sensor was found to be in state 1 (initial factory setting). Visual inspection has determined that the sensor plug was not seated correctly. The issue is not confirmed to a use issue.

Event description:
Customer reported receiving a "scan again in 10" message for more than 2 hours on the day of applying the adc freestyle libre sensor. Customer further reported she experienced shaking and was unable to self-treat so her daughter treated her with "sugar".